Event description:
The distal portion of the catheter pulled out of the intrathecal space. The anchor was in place. The pump contained 500 mcg concentration of baclofen. The hcp revised the spinal segment of the catheter. It was unclear why the catheter migrated. The patient was doing fine afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).